Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily routine check, the cs300 intra-aortic balloon pump (iabp) unit displayed maintenance request code #5 when the pump was started. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
It was reported that cs300 intra aortic balloon pump (iabp) event occurred during daily routine check, there was no patient involvement. A getinge field service engineer (fse) investigated an issue and remarked as repair: display maintenance request code #5. Maintenance request code #5 is displayed when the pump is started. After visiting the hospital it appeared and confirmed the issue. When he checked the log, he found that the fault log was displayed all over the screen. The helium transducer value on the pneumatic screen was displaying (xx). It is more likely that the main board is the cause than the symptoms. The device is not repaired. As of now, the investigation is closed, if any new information is received future related to part replacement will reopen the complaint and update it.